Manufacturer narrative:
It was also reported that the implant magnet was removed under general anesthesia on (B)(6) 2026 and the patient was replaced with another implant magnet during the same surgery. Device analysis report attached.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI on (B)(6) 2026 and subsequently experienced no sound from the implanted device. The patient's head was wrapped as recommended by cochlear. There are plans to replace the magnet; however, this has not occurred as of the date of this report.